Event description:
It was reported to nova biomedical that a consumer receiving high readings, although experiencing low blood sugar symptoms. On another nova type meter a reading in line with low symptoms was received. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.